Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported their bottom teeth are hitting their top teeth before they can bite down all the way. This is a contraindicated patient.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.